Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms, and the patient was seen for reprogramming pacing back to unipolar back in (B)(6) 2022. This pacemaker and rv lead triggered another alert due to a high out-of-range pace impedance measurement greater than 2,000 ohms, but no lead safety switch occurred at this time. This pacemaker and rv lead remain in service. No adverse patient effects were reported.